Event description:
An alarm was reported on the pump during its operation. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge using the proper technique, successfully resuming insulin therapy.